Event description:
Perc trach performed at bedside with dr (B) (6) -trauma surgeon-, trach placed without issue. While suturing trach the tidal volumes kept decreasing. The cuff would not hold pressure. We had to remove trach and replace with a new trach. After taken out of pt, trach was placed in a glass of water and the cuff inflated leak was seen immediately. Dr (B) (6) asked us to have an FDA review done, and sent back to the manufacturer.